Event description:
It was reported that this lead was explanted due system infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that this lead with the rest of the system were explanted due infection and sepsis. No additional adverse patient effects were reported. System remained in hospital possession.